Event description:
It was reported that the bd venflon¿ IV cannula tubing broke. The following information was provided by the initial reporter, translated from (B)(6): "breakage of the plastic tube".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿damaged tubing¿ with lot number 1086796 regarding item # 391451, so retention samples were used for the investigation. The investigation and simulation was carried out on ten retention samples where the investigating team has visually tested the samples and no damaged tubing was found. The defect could not be confirmed. To confirm the defect and to analyze the root cause the original damaged sample will be required. The root cause could not be determined due to lack of information and the original sample missing for investigation of the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ IV cannula tubing broke. The following information was provided by the initial reporter, translated from german: "breakage of the plastic tube"

Event description:
It was reported that the bd venflon¿ IV cannula tubing broke. The following information was provided by the initial reporter, translated from german: "breakage of the plastic tube."

Manufacturer narrative:
Samples have been received and the following fields have been updated: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2022-07-15. Investigation: h.6. Investigation summary: there are 2 samples and no photograph received from the customer along with the reported complaint of damaged tubing. The investigating team has used the retention samples of mat. No. 391451 and lot no. 1086796 for investigating the reported defect. The investigation and simulation were carried out on 10 retention samples where the investigating team has visually tested the samples for damaged tubing and no damaged tubing was found in the 10 retention samples. The customer received sample were investigated for the reported defect of damaged tubing. Visual tests and catheter pull force tests were carried out on both the samples. The samples did not show any defects in them on visual tests. The samples were found to be within the bd specification in the catheter pull force testing. There was no defect found in the customer return samples. The defect could not be confirmed. The investigation was inconclusive. The root cause could not be determined as the samples did not verify the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.